Event description:
Staff reporting consistent alarm, line set is good. Restarted unit but issue is still occurring. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and multiple air sensor errors were found in the log, that indicated possible air bubbles in the IV set. These alarm could either be due to normal behavior of the device or a defective air sensor. History log confirms event described in the complaint. The device was not returned to brèzins as received at lake zurich and its investigation was carried out locally by our technical team. An internal and external check was performed on the device and nothing to notice. Ocs test was carried out on the device and passed. Test 14 (air sensor) was carried out on the device and passed. Therefore, the reported event has not been reproduced. The reported event is confirmed but linked to usability because no physical damage is present on air in line sensor. No technical or functional cause could be identified for this event as the device worked as intended during testing. As a precaution, the device air in line sensor was calibrated. Furthermore, the device was cleaned and quality control test was also performed. The device was released for use. Note: the device preventive maintenance was overdue. To ensure the normal performance of the device, it is recommended that preventive maintenance is performed every 3 years by a qualified technician. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.